Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error about two years ago and has received the error several times since then. The customer also indicated that the alarm occurs after a bolus. Customer's blood glucose was over 300 mg/dl at the time of incident. Troubleshooting was able to assist the customer in performing a pump rewind but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.